Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned screws. The screws have both fractured where the screw head meets the screw shaft. A dimensional analysis was unable to be conducted due to the damage to the screws. The complaint is confirmed. A determination cannot be made as to what caused the screw to fracture. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). Concomitant medical products: traumaone system 2.0x8mm cross-drive screw, 5pk, part# 45-2008, lot# ni/ foreign report source: (B)(6).

Event description:
It was reported two (2) screws fractured during the fixation of a four (4) hole plate. The shafts of the screws remain embedded in the patient¿s bone and could not be removed. The screw hole was left empty and could not be used due to the shaft embedded in the bone and this resulted in suboptimal fixation of the plate. There was a delay of a few minutes while the surgeon and sales rep deliberated over the best course forward. It was reported that no further information is available.